Manufacturer narrative:
The retention sample was evaluated and was found to be within specifications for ph, osmolality, color and clarity. Review of the master batch record did not reveal any nonconformities.

Event description:
Optical retailer reports a male student was hospitalized following use of this product. The reporter indicates the patient began contact lens wear in conjunction with product use in 2007. The patient became ill one months later, and was treated for "general diseases of the eye." His condition did not improve and he was hospitalized two days later. According to the patient's medical records, he was diagnosed with acute conjunctivitis with punctate desquamation of the corneal epithelium. The patient was released from the hospital nineteen days later, with continuing treatment including lomefloxacin ophthalmic solution (1 gtt qh), ofloxacin (qid), and acyclovir eye ointment (qd). The patient's mother indicated that events resolved. The patient's physician has declined to provide further information. No further information is expected.